Manufacturer narrative:
A company rep evaluated the system along with all wires and connections, and replaced the supervisor. The system was then tested and met all product specifications. A root cause has not been identified. (B)(4).

Event description:
A customer reported that after completing a vitrectomy procedure, while working with air to apply laser and later silicone injection, a system message was displayed. The system was rebooted, but as a consequence, solution saline, instead of air, entered into the eye causing an ocular hypotony. The system was exchanged and the surgery was completed. Additional info has been requested.